Event description:
The cautery was initiated even when the surgeon was not depressing the switch. The 'cut' button on the pencil did not work, but the 'coag' button did not work when the switch was depressed.

Manufacturer narrative:
The user facility returned one sample to conmed electrosurgery. The device was out of the original packaging but in good condition. The returned pencil passed the electrosurgical unit interface test, which simulates actual use. The reported malfunction was unconfirmed.